Manufacturer narrative:
On (B)(6)2020, it was reported to mentor that the date of removal was (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced the following generalized illness symptoms: choking sensation in throat, hair loss , weight loss, cannot hold food or water down, stomach aches, headaches, no energy, insomnia, restless in the night, tingle sensation in her hands, hands stiff, fingers stiff, anxiety, restless, insomnia, rashes on her stomach, rashes on chest, indigestion, stomach pain, nausea, disorientated, confusion, fatigue, asthma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.